Event description:
Unexpected shutdowns on three monitors connected to the same catheter. The 0 was performed, the catheter was disconnected for implantation, and when they reconnected the monitor, there was a reboot. They tried three monitors until connected an upgraded monitor that worked for three days, corresponding to the patient's monitoring.